Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of cs 064 motor alarms. During testing, the ez-prime steps were performed correctly and the pump was exercised for 24 hours with no cs 064 call service alarms occurring. The pump case was removed and no intermittent conditions were found to the motor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The complaint of a call service alarm issue was not duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. No further information was provided and troubleshooting could not be completed. Several unsuccessful attempts to contact the patient were made. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.